Event description:
Doctor was using drill with drill bit to drill holes in the bone of the knee when the tip of the drill broke off in the pt's bone. Attempts were made to remove, without success. Pt and family were notified by the dr.